Event description:
It was reported that the patient wanted the healthcare provider (hcp) to add baclofen to the pump ¿because of all the dog gone spasms¿. The patient stated that the hcp would do what they want to do and not what she wants them to do. The patient stated that she had a cold and took dayquil and almost choked on it. The patient also expressed dissatisfaction regarding the size of the pump. The patient stated that the pump model was a 20ml pump but the pump ¿looks like a mountain and it is implanted the top of the reservoir right at belt line¿ and ¿how is she going to wear her clothes with reservoir in the way¿. The patient noted that she only weighed 109.3 pounds. The device system delivered morphine. It was later reported that the patient experienced morphine overdose. The patient stated she was ¿over-opiated¿ and ¿opiate drunk¿ because she had too much morphine sulfate in her system and the hcp needed to fix it. The patient had an appointment scheduled with the hcp the morning following the report. The reporter stated it was not the hcp¿s fault as the hcp made a guess as to what should go into the pump reservoir and even though she mentioned to him several times that she was very medication sensitive the patient was sure the hcp did his best and had no idea he was overdosing the patient with opiates. The patient stated she was ¿falling all over the place¿, could not do the laundry or load the dishwasher and found telephones inside the refrigerator and ¿can¿t seem to do anything right¿. The patient indicated that she was ¿all spaced out¿. The patient stated the symptoms were very bad following the implant surgery but she thought it was from the anesthesia. The patient stated that each day the symptoms would get a little worse. The patient also stated that she could not accomplish anything because all she did was sleep. The patient stated she was trying to put on weight and currently looked ¿horrible and like a skeleton¿. The patient stated that the hcp was currently trying to wean down oral medications to replace with baclofen. The patient was on her 3rd day of replacement doses and stated that she was ¿so dog-gone over-morphinated¿ and she only took her vitamins. The hcp stated that he would not put baclofen in the pump because ¿there is a starch that might clog up the system¿. The hcp had left 2 messages to the patient to get herself to the emergency room (ER); however, the patient did not have transportation and had not pain an ambulance bill so she was going to wait until the scheduled appointment. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information reported the patient still had concerns with their device or therapy, and had an appointment scheduled for 2014-(B)(6). It was noted the pump seemed ok, but the back spasm continued and they had problems with medication. It was noted the health care provider (hcp) wanted them to take flexiril but the insurance denied that 3 times

Event description:
It was later reported that the patient wanted to turn down the pump medication at night. It was noted that the patient needed an extra dose of morphine. It was reported that the patient currently has spasms at the time of report due to her medical condition and was taking oral (po) baclofen but reported that did not work. It was noted that the patient now takes flexeril at the time of report. It was reported that the patient felt like they were taking too much flexeril and has a "hard time between 2 pm - 5pm". It was noted that the patient thinks the extra shot of morphine from the personal therapy manager (ptm) would help.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had also been taking oral medications including trazadone, citalopram, fentanyl, flexeril, diazepam and hydrocodone. The patient had experienced symptoms of somnolence and lethargy. The patient was weaned off of the oral medications that cause lethargy and somnolence. It was noted that the patient had multiple pain issues and had recently demonstrated non-compliance with discontinuing oral medications. The patient has also admitted to symptoms of fever, sweats, hearing loss, constipation, diarrhea, nausea, bloody stools, vomiting, urinary frequency, joint pain, muscle pain, joint swelling, numbness, tingling, weakness, anxiety, depression, memory loss, excessive fatigue, intolerance to cold, intolerance to heal, excessive thirst and excessive urination. It was unclear if all of these symptoms pertained to the event as the symptoms were included in office notes. The patient was currently doing well overall.

Event description:
Additional information received reported that the patient had an appointment early tuesday morning ((B)(6) 2015) because the pump was almost out of medication. The patient sees a new physician who is an anesthesiologist. The previous physician refused to put in any baclofen in the patient's pump because he said it would clog the system. It was reported that the patient was and had been ready to jump off the (B)(6) bridge. The patient wanted to ask the new physician to put baclofen in the pump as the muscle spasms were so debilitating. The back spasms were horrific; "as painful as the dog gone nerve pain." The oral baclofen did nothing for the patient; the patient also tried two other things and the only one that took the edge off was valium. It was noted that tizanidine did not work. The pump was turned up by 25% on (B)(6) 2014 and thinks they may ask on tuesday to turn it up also.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 10/01/2015, additional information was received from a consumer indicated the patient was looking for a new physician to fill her pump because her doctor was too busy. The pump's indication for use (IFU) was listed as non-malignant pain. The patient had pain and muscle spasms that run up and down her spine from her rectum to the thoracic spine. It was noted riding in the car was painful. She also had psoriatic arthritis (preexisting condition) so it was hard to know why she was having pain. It was further reported it could be due to the pump or it could be due to the psoriatic arthritis. The patient's dose was increased recently. The psoriatic arthritis spots show up on her body and they were itchy and ugly. The patient starting having the back spasms after implant ((B)(6) 2013). The situation was currently being addressed by the healthcare provider (hcp) and the patient still currently had morphine in the pump. The patient was looking for a different doctor and was not happy with care of her current doctor. The patient would be due for a refill in approximately six weeks and was not having nay success finding a physician to assume her pump care.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump "works fine" but the patient "is horrible in the morning because of spasms" which was helped after she would take "various medications" such as oral baclofen and valium. The patient would take 1 valium pill in the morning and half of one at night mixed with "something that starts with tzi." The patient didn't want to take valium because of its addictive quality and she had "so much medication" she had having a "hard time packing it." It was noted the patient had psoriatic arthritis with symptoms that mimic problems with nerve roots in her back and gets osteophytes (excess calcium) and muscle spasms. It was noted all of these conditions occurred prior to her pump. It was also reported the pump was meant to treat the patient's pain not the spasms. It was again reported the health care provider (hcp) wouldn't put baclofen in her pump because the hcp said it "clogs up the tube." No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient also experienced confusion. Troubleshooting was performed and the patient's dose was changed. The patient was currently stable.